Event description:
A malfunction was reported by the customer, specifically displaying malfunction code 9. There was no reported impact to the customer¿s blood glucose level, as they did not provide information regarding any exceedance. Technical support assisted the customer by providing pump reset information and guided them in resetting the device, with a follow-up planned by the customer for further action. Upon follow-up cts provided pump reset information and assisted caller with resetting the pump. Malfunction code did not reoccur. Customer may continue to use the pump. Cts instructed caller to call back if any malfunction code recurs. Caller acknowledged and understood.